Event description:
It was reported that due to thinning of the penis, and a loss of rigidity the patient will have his inflatable penile prosthesis (ipp) explanted on a future date. It was explained that when inflating his device, the patient was able to fold his penis in half. The current ipp was implanted in 2005.

Manufacturer narrative:
B3 event date is an estimate. Change to h6 patient code.

Event description:
It was reported that due to thinning of the penis, and a loss of rigidity the patient will have his inflatable penile prosthesis (ipp) explanted on a future date. It was explained that when inflating his device, the patient was able to fold his penis in half. The current ipp was implanted in 2005.